Event description:
Complainant alleged that during in-servicing of the device by the facility's sales rep, the device performed a third simulated analysis of an algorithm, but when the charge button was depressed, the device displayed a "defib halted" error message. In addition, the device displayed a second "defib" error message (the total content of this error message was unable to be remembered). The device was then turned off/on and it performed appropriately. There was no pt involvement in the reported malfunction.